Manufacturer narrative:
Additional information was received on (B)(6) 2019. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 625cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: mentor smooth round moderate profile 625cc saline prosthesis, catalog #3501695, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation with a mentor smooth round moderate profile 625cc saline prosthesis experienced right sided deflation post procedure. The prosthesis appeared smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 9/26/2019. The device was explanted on (B)(6) 2019. 2. Is other serious-unchecked. 2. Is required intervention- check. Reason for device explant and/or reoperation: deflation. The investigation of the returned device was completed by the failure analysis lab on 10/22/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. During visual evaluation a crease was observed in the posterior view, also a tear measuring approximately 1.0 cm was observed within the crease. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).